Manufacturer narrative:
The sales rep reported event of a was confirmed via correspondence with sales rep. The device was not returned, therefore visual, dimensional, functional analysis could not be performed. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The surgical technique states "while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs." As it is unknown whether the patient fused, and the device was implanted for more than 2 years, the most likely root cause is fatigue fracture due to length of implantation. Bone quality and patient post op activity may have also contributed to the event.

Event description:
It was reported that a patient was fixed from around t10 to the iliac bone. Post operatively, two rods broke on both sides near the iliac screw. Revision surgery was performed to remove the broken rods. Additional actions performed during revision: loosen the screw of s1 and replace to 1mm thick screw and fix it to the caudal side of the iliac connector with 4 rods.

Event description:
It was reported that a patient was fixed from around t10 to the iliac bone. Post operatively, two rods broke on both sides near the iliac screw. Revision surgery was performed to remove the broken rods. Additional actions performed during revision: loosen the screw of s1 and replace to 1mm thick screw and fix it to the caudal side of the iliac connector with 4 rods.